Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that no sensor cannula found. The customer's blood glucose was unknown. Advised customer to revert to the back-up plan. The product was not returned for analysis.